Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on approximately (B)(6) 2026, the patient experienced a skin reaction with rash and pimples that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The patient has taken prescription oral medication (hydrocortisone). There was no documentation of further medical intervention. Two photos were received for review, most likely in different stages of the healing process. The pictures show redness, slight edema, skin striping and small blisters. At the time of the report, the patient¿s condition is doing well. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.